Event description:
It was reported that a lap nissen was performed using a harmonic scalpel laparosonic coagulating shear. The case went fine and the pt was closed. One day post-op, it was discovered that the pt had a perforation of the stomach and subsequently died due to the complications. The account is not attributing the death to the harmonic scalpel. No further info is available.